Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Total knee replacement (left knee) [knee arthroplasty]. Case description: spontaneous case report was received on march 29, 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown with osteoarthritis (kellgren-lawrence, grade iii). This case belongs to a batch of (B)(4) from a company purchased database containing a collection of data from (B)(4) 1997 to (B)(4) 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated first course of treatment with intra-articular synvisc (hylan gf20) injection (dosage regimen not provided) in the left knee. The lot number for synvisc was not provided. On (B)(6) 2004, the patient received second synvisc injection of the course. On (B)(6) 2004, the patient experienced synovitis of left knee. On an unspecified date in (B)(6) 2004, arthrocentesis was performed and 60 cc of clear yellow joint fluid was aspirated from the left knee (left knee effusion). The patient was treated with xylocaine (lidocaine) and betamethasone for both the events. On (B)(6) 2004, the patient recovered from the event of synovitis of left knee. On (B)(6) 2004, the patient received third synvisc injection of the course. On (B)(6) 2004, the patient underwent total knee replacement of left knee. The outcome for the event of left knee effusion and total knee replacement of left knee was not provided. Relevant concomitant medications were not provided. The intensity for the events of synovitis of left knee and left knee effusion was severe and the intensity for the event of total knee replacement of left knee was not provided. The reported physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and the relationship with the event of left knee effusion was not provided. The relationship between synvisc and the event of total knee replacement of left knee was assessed as unrelated. The qa (quality assurance) investigation results were received on (B)(6) 2013. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as ydt.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of (B)(4) from a database extraction containing a collection of data from (B)(4) 1997 to (B)(4) 2010. The benefit risk profile of the product is not altered by this report.